Manufacturer narrative:
The device used during the reported event was discarded by the facility and it is not available for evaluation. The lot of the device was not recorded therefore the lot/device manufacturing records cannot be reviewed.

Event description:
We were informed by a facility in (B)(6) that due to a lack of irrigation while using the bl5112 pack, a patient had a corneal burn. Further details were requested however, we were informed by the facility that no additional information is available.